Event description:
It was reported that the patient was seen in the emergency room for an increase in seizures. The surgeon suspected that the device was at end of service and scheduled the patient for generator replacement the following day. The patient underwent prophylactic generator replacement due to ifi - yes on (B)(6) 2015. The physician reported that the increase in seizures is believed to be related to the generator battery running out. There were no causal or contributory medication or programming changes that is believed to be related to the increase in seizures. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis for the m103 generator was completed and approved on 2/19/2015. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.